Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device revealed a kink in the middle section of the catheter shaft. The catheter was returned with a guidewire inserted, and the catheter was deployed to basket and flower configurations without issue. An attempt to withdraw the guidewire was made, and the guidewire felt stuck. The kink in the shaft was pressed, and the guidewire was able to move easily, indicating the kink may have contributed to the stuck guidewire. When the guidewire was removed, the guidewire had a kink the same distance as the catheter shaft kink noticed. The reported event of stuck guidewire was confirmed through laboratory analysis.

Event description:
During an ablation procedure to treat an atrial fibrillation, a farawave pulse field ablation catheter was selected for use. It was reported that during mid procedure and after manipulating the guidewire and deploying the catheter into a basket and flower configuration multiple times, near the right inferior pulmonary vein, the wire stopped moving freely within the catheter. The catheter was removed from the body and the guidewire was observed to be stuck. The guidewire was pulled from the distal end of the catheter, the array basket collapsed and completely undeployed the catheter to a closed position but when released, the array went back to a basket configuration. Pulling the guidewire from the proximal end of the catheter brought the catheter to a flower position but would return to a basket configuration when released. Attempts were made to continue to pull on the proximal end of the guidewire, and with the increased force, part of the wire was able to be removed from the proximal end of the catheter. No device replacement was required, and the procedure was completed without patient complications. The device was returned for analysis.

Event description:
During an ablation procedure to treat an atrial fibrillation, a farawave pulse field ablation catheter was selected for use. It was reported that during mid procedure and after manipulating the guidewire and deploying the catheter into a basket and flower configuration multiple times, near the right inferior pulmonary vein, the wire stopped moving freely within the catheter. The catheter was removed from the body and the guidewire was observed to be stuck. The guidewire was pulled from the distal end of the catheter, the array basket collapsed and completely undeployed the catheter to a closed position but when released, the array went back to a basket configuration. Pulling the guidewire from the proximal end of the catheter brought the catheter to a flower position but would return to a basket configuration when released. Attempts were made to continue to pull on the proximal end of the guidewire, and with the increased force, part of the wire was able to be removed from the proximal end of the catheter. No device replacement was required, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.